Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of post lumbar laminectomy syndr ome and spinal pain. It was then reported that the patient¿s incision has opened up but they can still charge. The patient reported there was a hole in their butt and they could see the battery through it. The patient was scared of getting an infection. The patient reported they had already spoken to their managing physician about this. The patient was recommended to not charge over an open wound. The patient reported that they had issues with their battery opening up. They noted that their implantable neurostimulator (ins) pocket is full of fluid, and they have leakage. The patient also stated that they had seroma. Their healthcare provider put them on antibiotics for months, which helped to get rid of the seroma, but the patient sill has bad leakage after stitching up their implant. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that there was a reaction at the implantable neurostimulator site. An allergy was not confirmed, but a patch test was started on (B)(6) 2017 for 48 hours. The patient has been treated several times for infection with no change. The wound has been attempting to reclose, but then 48-72 hours later, it is open again, and the wound won't heal. This had been occurring since implant. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-09-06. The patient reported that they had a neurostimulator (ins) that was implanted on (B)(6) 2017. The patient reported that the incision on her butt opened up approximately (B)(6) 2017 or so, it opened up approximately ¾ inch, to a point when all the fluid and tissue drained you could see the device. The patient reported that she was put on antibiotics and was on those for about 2 months. The patient reported that their healthcare provider (hcp) left it completely opened until (B)(6) 2017, then sent her to the emergency room (ER) to have it stitched up. The patient reported that the stitches remained in until the end of (B)(6) 2017. The patient reported that it continued to drain the entire time. The patient reported that at the end of may, even though still draining, he removed the stitches. The patient reported that the tissue was becoming too thin to leave them in. The patient reported that she continued to drain until the end of june. The patient reported that at that point she was given a clean bill of health. The patient reported that on (B)(6) 2017, it started draining again, at this point a perfect round circle, you could see the device again. The patient reported that on (B)(6) 2017 she started antibiotics again. The patient reported that after seeing the hcp on (B)(6) 2017, he instructed her to do a 7 treatment again and also sent her to an allergist to be skin tested for nickel and titanium. The patient reported that the allergist tested her for 37 types of metals and she was allergic to none. The patient reported that she was currently waiting for her surgeon to get the results from the allergist to see what his next approach was going to be. The patient reported that she was still draining and extremely frustrated. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-06-14 from a consumer reporting that it started to leak on (B)(6) 2017, so they went to the health care professional (hcp) office on (B)(6) 2017 and left it open. The patient went to the emergency room (ER) and they left it open to completely drain until (B)(6) 2017 when the patient met with a nurse who sent the patient back to the ER to have it stitched up. The stitches were not removed until (B)(6) 2017 because it was still leaking. The patient had another hcp appointment on (B)(6) 2017. It was reported that it was still leaking at the appointment but only a very little bit. Patient weight was asked but not made available. No further complications were reported.

Event description:
Additional information received from consumer. It was reported that antibacterial soap washes and warm compresses were done before 3 stitches were put in on (B)(6) 2017 to resolve the incision opening up. Patient went to emergency room on (B)(6) 2017, notified the surgeon on (B)(6) 2017, went into emergency room to put stiches in on (B)(6) 2017 and another physician was notified on (B)(6) 2017